Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had loss of capture and high out of range impedance measurements greater than 2000 ohms. X-ray was performed and confirmed subclavian crush. The lead was still functional so the physician opted to monitor patient until the device reached eri. The lead was later capped during a routine device replacement. No adverse patient events were reported.